Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with a recorded glucose value of 49 mg/dl, and troubleshooting and education were completed. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction reported and no device component issue identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.